Event description:
The customer stated that he was hospitalized due to hyperglycemia, and on a separate occasion he was hospitalized due to hypoglycemia. It was reported that the cause of the hyperglycemic event was caused by an infection. The customer's blood glucose reading at the time of the phone call was 67 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement test passed. The customer stated that several boluses were recorded in the history files that he did not program because he was not wearing the insulin pump at the time. The boluses were delivered the day after the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.